Event description:
It was reported that when using the bd pyxis¿ medstation¿ es report data was not current after the software upgrade. The customer stated that the reports were displaying data from 12 days prior. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.